Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information literature attachment: transcatheter aortic valve replacement for failed small surgical bioprostheses b3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "transcatheter aortic valve replacement for failed small surgical bioprostheses", was reviewed. This research article is a prospective multicenter experience to evaluate the midterm outcomes of valve-in-valve transcatheter aortic valve replacement (viv tavr) for failed small surgical bioprostheses and evaluate the association of prosthesis-patient mismatch (ppm) on clinical outcomes. The devices included in the study were cep, mosaic, trifecta, mitroflow, epic, inspiris, and freestyle. The article concluded that viv tavr for small surgical bioprostheses can be performed safely with relatively low incidence of severe ppm. However, patients with small surgical bioprostheses were associated with higher risk of cardiovascular death or heart failure hospitalization at 3 years, particular in those with severe ppm. [The primary and corresponding author was yohei ohno, department of cardiology, tokai university school of medicine, isehara, japan, with corresponding e-mail: yohei_ohno@hotmail.com.] This study included patients who underwent viv tavr from 01 october 2016 to 31 march 2023. A total of 367 patients were included in the study, of which 19.9% (73) received an abbott device. The average age was 83 years. The majority gender was female. Comorbidities included hypertension, dyslipidemia, diabetes mellitus, chronic obstructive pulmonary disease, atrial fibrillation, peripheral vascular disease, coronary artery disease, and prior cerebrovascular accident, heart failure, percutaneous coronary intervention, and coronary artery bypass grafting.